Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 2 devices were received. 4 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. 1 reported event was not confirmed. Evaluation results: 1 device was found to be affected by debris. 1 device was found to be affected by mechanical damage.   Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device was shedding metal debris. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 6 previously reported events are included in this follow-up record. Product return status: 6 devices were received. Event confirmation status: 5 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 2 devices were found to be affected by worn internal components. 2 device was found to be affected by degraded components. 1 device was found to be affected by debris. 1 device was found to be affected by a damaged collet.

Event description:
This report summarizes 6 malfunction events in which the device was shedding metal debris. 6 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device was shedding metal debris. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 6 previously reported events are included in this follow-up record. Product return status 5 devices were received. 1 device investigation type has not yet been determined. Event confirmation status 4 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 2 devices were found to be affected by worn internal components. 1 device was found to be affected by degraded components. 1 device was found to be affected by debris. 1 device was found to be affected by a damaged collet.